Event description:
It was reported that during a hip procedure using a 1.8mm q-fix all suture anchor, the suture broke upon tensioning. The anchor was abandoned in the bone. It was necessary to drill a new bone hole and use a backup anchor, to complete the procedure. There were no significant delays or pt complications reported as a result of this event.